Event description:
The patient underwent a laparoscopic end to end sigmoidectomy. According to the report, when the surgeon fired the device, the proximal tissue pulled off the anvil and the anastomosis fell apart. However, the device fired correctly and the ring was intact. The surgeon redid the anastomosis and the patient was unharmed.

Manufacturer narrative:
The report is submitted on behalf of the manufacturer (novogi ltd.) And the importer ((B)(4)), as novogi ltd serves as the designated complaints handling unit for both facilities. The device was not returned for evaluation and no further information regarding the device or its identifiers is currently available. Therefore, no conclusions could be drawn based on the available information. Such failure during the procedure may be related to the surgical technique rather than to the device. This is supported by the medical opinion of an experienced device user who infers that in this case the proximal tissue might not have been secured correctly with the purse string.